Manufacturer narrative:
One cadd legacy 1 pump was received damaged with a damaged housing and lcd. The event history log was reviewed and there was evidence of the reported issue. The device was powered up and alarmed error code 1230 which is a corruption of the ram memory of the circuit board. The software will be reloaded, and the damaged front and rear housing will be replaced (lcd and screen included).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a bad lens, bad lcd, damaged housing and an error code 1230. There was no reported adverse event.